Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator exhibited inappropriate mode switch. No intervention or patient symptoms were reported. The issue was resolved and the device remained implanted. No additional information was available.